Event description:
It was reported that a patient was seen at the clinic for programming. Soundfield test results prior to programming were stable and response to sound was observed. Patient's parents reported no change in hearing status. The patient had a cold in december, no medications were taken. No injury or falls reported. No swelling near implant site was noted.

Manufacturer narrative:
Additional information: according to the currently available information, it appears there is a problem with the active electrode, most likely due to excessive mechanical stress to it. To determine an exact root cause a device investigation of the explanted device is necessary. If and when the patient is explanted, the complaint will be reopened.

Event description:
It was reported that the patient was seen at the clinic for programming. Soundfield test results prior to programming were stable and response to sound was observed. Patient's parents reported no change in hearing status. The patient had a cold in december, no medications were taken. No injury or falls reported. No swelling near implant site was noted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
(B)(4). Additional information: based on received information, a damage to the active electrode, most likely caused by excessive mechanical stress to it, seems likely. However, to determine an exact root cause a device investigation would be necessary. As per patient report, re-implantation is not considered at this time.

Event description:
The patient was seen at the clinic for programming; soundfield test results prior to programming were stable and response to sound was observed. Patient's parents reported no change in hearing status. The patient had a cold in december, no medications were taken. No injury or falls reported. No swelling near implant site was noted. As per new information received in may 2017, the patient has been without functioning equipment for nearly the past year. However, for the time being the patient's family does not consider re-implantation. The patient still has usable hearing in the contralateral ear, where a hearing aid is used for.